Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. Updated field safety corrective action (fsca) implemented in (B)(6) 2011 (sjm ref (B)(4)) with updated patient management recommendations and estimates of failures associated with all cause insulation failure on riata and riata st silicone endocardial defibrillation leads, with a specific emphasis on externalized conductors. Abbott voluntarily and proactively stopped selling riata and riata st silicone defibrillation leads in (B)(6) 2010. No riata and riata st silicone endocardial leads included in the fsca have been distributed post this corrective action. All concerned competent authorities were notified about this action at the time. Updated information regarding performance of riata and riata st silicone defibrillation leads can be found on www.riatacommunication.com.

Event description:
During follow-up, x-ray imaging confirmed externalized conductors on the right ventricular lead. All electrical measurements were normal and in range. The lead was capped on (B)(6) 2017 and another lead was implanted. The patient was stable.